Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 was cutting slower and smoking more than normal. They removed it and attempted to clean the jaws. It was observed that the heating element was coming off the lower jaw after cleaning. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. A visual inspection determined a slightly bent wire at the center of the hot jaw. No other visual defects were observed. Based on the return condition of return condition of the device, the complaint was confirmed for the reported failure "bent wire" specific actions for the confirmed failure mode are being maintained and documented under maquet¿s corrective and preventive (CAPA) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 was cutting slower and smoking more than normal. They removed it and attempted to clean the jaws. It was observed that the heating element was coming off the lower jaw after cleaning. A replacement device was used to complete the procedure. The hospital did not report any patient effects.